Manufacturer narrative:
(B)(4). Concomitant medical products- unknown nexgen tibial component catalog #: ni lot #: ni, unknown nexgen legacy constrained articular surface catalog #: ni lot #: ni. The complainant has indicated that the product will not be returned to zimmer biomet for investigation, as the physician does not wish to disclose any further information. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Insufficient information available.

Event description:
It is reported that the patient is being considered for a revision of the current femoral component to a titanium femoral component. Attempts have been made to retrieve additional information, however, no additional information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: the complaint sample could not be evaluated and the reported event was not confirmed. A device history record review could not be performed as the lot number associated with the reported event remains unknown. A definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.